Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium hexed screw, iuniht were returned for investigation. Visual inspection via naked eye and camera magnification confirmed screws were fractured at threads. Device history record (DHR) review could not be performed for iunihts as the lot numbers were unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. An item number specific complaint history review number was conducted for the (iuniht) dating from 12 months back from the notification date. The review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the screw fractured and was removed. Doctor finished the procedure placing other screws.